Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 183 mg/dl at the time of the report. On the morning of the event, the customer woke up with a blood glucose reading of 140 mg/dl. She felt like she was having hot flashes, so she ate a cookie and some candy. When she got to work, her blood glucose reading was 118 mg/dl. The customer began to sweat profusely, so she ate a donut and did not bolus. A short while later, the customer lost consciousness. The customer uses sof-set infusion sets. Troubleshooting on the insulin pump could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.